Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Additionally, humidity invaded the light guide (lg) lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or lg-lens glue peeled off by chemical stress such as chemical solutions used for the device. The event can be detected and prevented by following the instructions for use (IFU) sections: the instruction manual evis exera duodenovideoscope olympus tjf type 145 operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual evis exera duodenovideoscope olympus tjf type 145 reprocessing manual chapter 3 cleaning, disinfection and sterilization describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the evis exera duodenovideoscope to olympus repair center for routine preventative maintenance. During the evaluation, the following reportable malfunction was identified: foreign material was found inside the nozzle at the distal end of the scope. No death or injury and no impact to patient or other has been reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device evaluation found foreign material inside the nozzle at the distal end of the scope. Additionally, debris was found inside the light guide lens. The distal end light guide adhesive is discolored. The suction cylinder has not color code, and the forceps channel port is chipped/dented. There is also discoloration on the grip, switch box, up / down / left / right control knobs and the scope connector. The customer further reported the scope has been reprocessed as per the manual and has not been used for more than a year. No additional information was provided by the customer. The investigation is still in progress; however, should additional relevant information become available, a supplemental report will be submitted accordingly.